Event description:
The customer reported to zoll distributor that the autopulse platform displayed error #12 on the screen when the device was turned on. Additional information received on (B)(6) 2013: error #12 could not be cleared on the site. No adverse pt sequelae has been reported. No further information provided.

Manufacturer narrative:
The autopulse platform was received and investigation by a zoll distributor. Visual inspection revealed that the screw on the guide plate had already come off. Customer's reported complaint was confirmed. Based on the evaluation results, a definitive root cause for the reported problem could not be determined.